Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an end of life (eol) indicator four months prior. The monitoring voltage was 2.7 v. There was a concern that the battery depleted earlier than expected. The device was explanted and will be returned for analysis.